Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the initial report was submitted. The console was returned and tested. Upon visual inspection, found the dextrose deposits on the purge motor gasket. Data logs were reviewed and the purge system blocked alarms were confirmed. The root cause for the purge system block was fluid ingress into the aic and the dextrose deposits on the purge motor gasket. D9 device return and date added f6 and f8 should have been blank.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 60-year-old female patient with heart failure / cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the associated automated impella controller had purge alarms. Medical staff remedied the situation by replacing the aic ¿ the computer replacement alone was not enough to resolve the issue. The patient has been on support for three weeks and remains on support.